Event description:
It was reported that the patient heard an alert tone. A subsequent remote monitoring transmission showed that the right ventricular (rv) lead had high sensing integrity counter (sic) and short non-sustained ventricular tachycardia episodes that looked like noise. High thresholds were also noted. The rv lead was programmed off and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.